Event description:
The customer called initially to report high blood glucose levels and no delivery alarms. The customer called four days later and stated she continues to have no delivery alarms and she was admitted to the hosp for high blood glucose levels over 400mg/dl. The customer stated she was spilling large keystones as well. The customer stated she has changed the infusion sets after every no delivery alarm. She stated she has tried different infusion sets as well. Troubleshooting was performed and the insulin pump passed the prime test initially, but then alarmed no delivery. The customer was sent samples of different infusion sets to try.

Manufacturer narrative:
Currently, is it unk whether or not the device may have caused or contributed to the event as no product had been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.